Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in the (B)(6) as follows: it was reported that, during an unknown procedure, a 2.8mm wire stuck in the guide. No further information is available. This complaint involves two (2) devices. This report is for one (1) pediatric lcp hip plate guiding block for 5.0mm screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.108.002, synthes lot: l198754, manufacturing site: bettlach, release to warehouse date: december 07, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inspection of the received aiming block has shown that one of the 2.8mm wire holes is deformed at the bottom side. Also one of the two tips is flattened. Otherwise, the rest of the device is in a good condition. Functional test: a function test was performed with another 2.8mm wire. The wire could be inserted into the intact hole without any issues. But the wire could not be inserted in to the damaged hole and got stuck as complained. Dimensional inspection: because of the damages at the wire hole, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the complained malfunction could be confirmed during the functional check. Nevertheless, it is clearly visible that the wire got stuck due to the visible post-manufacturing caused damages. One of the k-wire holes is widened on the bottom, this damage is an indication that rotational forces were applied onto the aiming block while a 2.8mm k-wire was inserted. In addition, it can be assumed that the k-wire was also deformed after this procedure, which was not returned for investigation. Based on the visible damages, we conclude that the complaint condition is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.